Manufacturer narrative:
Operator of device was inadvertently omitted from the previous report. It has been filled in as "patient/lay user." Report source was inadvertently omitted from the previous report. It has been filled in as "health professional."

Manufacturer narrative:
Manufacturing evaluation conclusion: the device was not returned for analysis, limiting the investigation to the review of the device history record and information provided by the field. The reported event of no external power alarms was confirmed via the evaluation of the submitted log file. The log file contained approximately 18 days of data (dated (B)(6) 2018 ¿ 25mar2018, per time stamp). On (B)(6) 2018 at 08:56, the rsoc voltage levels of both power cables fell from the expected ~12v down to ~3.3v then to 0v in approximately 15 seconds activating the no external power alarm. Approximately 1 minute later the voltages dropped again from 12v to 4v to 2.5v activating no external power alarms. Similar incident occurred again on (B)(6) 2018 at 22:35 where the rsoc voltage levels of both power cables fell from the expected ~12v down to ~3.8v. The associated voltage levels indicated that the alarms occurred when the system controller was powered by a mobile power unit (mpu) and indicated an intermittent loss of power. The pump support was not affected and the system was supported by the backup battery during the event. There were no other notable alarms active in the log file. The mobile power unit and the power cord were not returned to abbott for evaluation. Per the additional information, the patient reported that the mobile power unit frequently unplugs. The patient was provided directions on how to order the v-lock power cord. Based on the log file analysis, a root cause for the no external power alarm was determined to be related to a loss of the ac power. A review of the device history record revealed that the device met specifications prior to leaving abbott manufacturing facilities. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented to the clinic for syncope and fall. It was reported that the power module frequently unplugs and prior to falling last night had the same problem. A few no external power alarms were observed including at 11:30pm when the patient fell. Log file analysis completed by the manufacturer¿s technical services representative revealed low flow events on (B)(6) 2018. During the analysis of the log technical service observed no external power events on (B)(6) 2018 at 8:56 and (B)(6) 2018 at 22:35. These appear to be due to the mobile power unit (mpu) ac power cord coming loose. The system controller¿s emergency backup battery (ebb) supplied power to the system and there was no loss of support to the patient during these events. Both of these events lasted for less than 1 minute. There were no pump off times and the pump maintained the set speed operating range throughout the entire log file. Additional information was requested, but was not provided.